Manufacturer narrative:
Updated cc: the complaint received states that during an interventional procedure, a cypher select plus stent was fractured. This is a (B)(6) male with medical history including chest pain. The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after pre-dilation, the physician deployed a cypher select plus 2.75 x 23 mm stent at 10 atm in the mid left anterior descending (lad) target lesion. During angiography, the stent was noted to be fractured. The physician used another stent to cover the fractured section. There was no reported patient injury. The mid lad target lesion was reported to be calcified and 95% stenosed. The stent was not implanted in an actively moving segment of the artery or intramyocardial. No myocardial bridging was noted. There was no flow-impairment noted as a result of the stent fracture, and the patient was asymptomatic after the product issue was identified. No patient injury. Ivus was not done after the initial stent placement. The stent had been post-dilated at 16 atms for 5 seconds with a 15mm x 3.0mm balloon. Procedural images/cd/films of the procedure are not available. The stent remains implanted thus unavailable for analysis. One non sterile cypher select + 2.75x23mm was received coiled inside a plastic bag. Four kinks were found at 6.7 cm, 9.3 cm, 10.7 and 20.7 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. Stent was not received. The balloon was already inflated. Residues were observed. Not other damages were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "stent fractured" was not confirmed; the stent was not received. The exact cause of the failure experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failure is related to the manufacturing process of the unit, there is a control to detect kinks (mwi 11920495 rev 11) during the process. Therefore, no corrective or preventive action will be taken. Stent fracture is a known potential product malfunction associated with stent implantation procedures and is listed in the IFU as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Neither the stent nor procedural films are available for review. The stent fracture could not be confirmed with the available information. Review of the information suggests that procedural issues, specifically the post-dilation to 16 atms, may have contributed to the reported event.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure a cypher select plus stent was fractured. This is a (B)(6) male with medical history including chest pain. The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after pre-dilation the physician deployed a cypher select plus 2.75 x 23 mm stent at 10 atm in the mid left anterior descending (lad) target lesion. During angiography, the stent was noted to be fractured. The physician used another stent to cover the fractured section. There was no reported patient injury. The mid lad target lesion was reported to be calcified and 95% stenosed. The stent was not implanted in an actively moving segment of the artery or intramyocardial. No myocardial bridging was noted. There was no flow-impairment noted as a result of the stent fracture, and the patient was asymptomatic after the product issue was identified. No patient injury. Ivus was not done after the initial stent placement. The stent had been post-dilated at 16 atms for 5 seconds with a 15mm x 3.0mm balloon. Procedural images/cd/films of the procedure are not available. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15355804 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15355804. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A DHR review was requested to (B)(4). For part number: (B)(4) stent lot number: 4102790 and the results indicate that all stents shipped meets specified release requirements. Stent fracture is a known potential product malfunction associated with stent implantation procedures and is listed in the IFU as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Neither the stent nor procedural films are available for review. Review of the information suggests that procedural issues, specifically the post-dilation to 16 atms, may have contributed to the reported event.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after pre-dilation the physician deployed a cypher select plus 2.75 x 23 mm stent at 10 atm. In the mid left anterior descending (lad) target lesion. During angiography, the stent was noted to be fractured. The physician used another stent to cover the fractured section. There was no reported patient injury. The mid lad target lesion was reported to be: a 95% stenosis.